Manufacturer narrative:
Visual, functional, dimensional, and material analysis inspections could not be performed as the device was not available. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. Complaint history records were reviewed for this catalog number, no adverse trends were identified. The oasys torque wrench used to final tighten the blockers was returned for functional evaluation. The device was slightly deformed at the distal tip, however, it was functioning as intended and reached the intended 3 nm. It could not be confirmed whether or not the oasys torque wrench contributed to the migration of the blockers. As the explanted blockers were not returned, further evaluation of the capture mechanism could not be conducted. Some possible root causes include: insufficient rod reduction into the tulip seat, blockers under tightened due to misaligning torque indicating arrows on the torque wrench, high post-operative activity, external trauma, etc.

Event description:
It was reported that a patient received revision surgery to explant 2 oasys blockers and 2 rods which had migrated post-operatively from an occipital plate. This report captures the second of the two blockers.

Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It was reported that a patient received revision surgery to explant 2 oasys blockers and 2 rods which had migrated post-operatively from an occipital plate. This report captures the second of the two blockers.